Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D4: attempts have been made to gather all product identification information, and no further information has been provided. The following sections were updated: b4, b5, g3, g4, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D10: unknown head; item number: unknown; lot number: unknown. Unknown stem; item number: unknown; lot number: unknown. Unknown liner; item number: unknown; lot number: unknown. G2: foreign - event occurred in italy. Journal article citation: d'angelo, f., pautasso, a., antognazza, d., monestier, l., gervasini, m., filipponi, m., bernardi, c., & riva, g. (2025). Long-term survival outcomes of wagner¿ conical stems in crowe non-IV hip dysplasia: a retrospective analysis. Frontiers in surgery, 12, 1701518. Https://doi.org/10.3389/fsurg.2025.1701518. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained that reported a retrospective cohort study from italy. The purpose of the study was to assess the long-term survival and clinical outcomes of wagner conical stems in patients with crowe non-IV ddh. The study reviewed 45 patients (57 hips) who underwent primary tha between january 2003 and december 2015 at asst sette laghi¿circolo hospital and macchi foundation, university hospital of varese, italy. All patients received a wagner cone prosthesis (zimmer biomet) via posterolateral approach. The study population had a mean age of 56.5 years at time of surgery (range, 33-76); (6 males / 39 females). Patients had a mean length of follow-up for 15 years (range, 8-20 years). The study reported 1 patient was revised at 15 years postop due to metallosis with pseudotumor formation, painful gait, and elevated serum chromium levels. Attempts have been made, and no further information has been provided.